Event description:
Device showed mos2/0 percent battery remaining on (B)(6) 2024 on home monitoring. Transmission from the following day showed eos status. Clinician was advised to treat as true eos. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.